Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of necrosis, seroma-late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: partial necrosis dehiscence, capsular contracture baker grade IV, and seroma-late.

Event description:
Healthcare professional reports right side "partial necrosis dehiscence", simple cystic lesions, lobulation of contours, capsular contracture baker grade IV, and posterior seroma-late in the right breast. The device has been explanted.